Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing - battery compartment) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: during investigation, the battery compartment was cracked from the top above the pad to the cover part, and below the bumper pad. The battery cap was damaged and the threads were stripped. The battery cap was unable to tighten to the test pump. A test cap was used for all steps.